Event description:
The customer stated that she was treated by paramedics due to hypoglycemia. The reported blood glucose reading was 39 mg/dl. The customer stated that prior to the event she had accidentally spilled insulin into the reservoir compartment of the insulin pump. The customer stated that she dried the reservoir compartment and continued to wear the insulin pump. The customer stated that when she tried to bolus the insulin pump alarmed motor error. At the time of the phone call, the insulin pump's display was flashing on and off and it was exhibiting a continuous tone. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.